Event description:
A customer observed higher than expected vitros ipth quality control results obtained from two different quality control fluids after two separate calibration events on a vitros 3600 immunodiagnostic system. Non-vitros level 2 control: 865, 843 pg/ml vs. The customer mean of 639; ocd ipth control level 3: 595.5, 598.4 pg/ml vs. The customer mean of 456.1. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation that erroneous patient results had been predicted or reported from the laboratory. There was no allegation of patient harm. This report is number one of two 3500a forms filed for this event, as two devices were affected. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from two different quality control fluids after two separate calibration events on a vitros 3600 immunodiagnostic system. A definitive root cause for the event could not be determined, however, user error cannot be ruled out as a contributing factor. Although unconfirmed, it is suspected the operator used improper calibrator fluid storage prior to performing the calibrations. Acceptable vitros ipth performance was obtained after calibrating with a fresh prepared set of calibrator fluids. There is no evidence that the vitros 3600 system or the vitros ipth reagent malfunctioned.